Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared for use during a procedure. According to the complainant, during preparation, a hair was noted inside the sterile packaging. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was prepared for use during a procedure. According to the complainant, during preparation, a hair was noted inside the sterile packaging. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: an unused sensation snare was returned for analysis. Visual evaluation of the returned device found that the snare was in a sealed pouch and the sterile barrier was intact. Further examination noted that a hair was found inside the sealed package. The reported complaint that a foreign matter was found inside the sealed pouch was confirmed. The most probable root cause of this complaint is manufacturing-execution error. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.